Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the driver was reassembled before being returned. Visual inspection found the head to be separated from the shaft. Cracks were observed in the sleeve. Scuffing is present on the connector. The measurement for the outer diameter of the quick connector was taken using a blade micrometer and found to be within tolerance. Complaint confirmed based on evaluation of the returned product. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that the end snapped off while the surgeon was trying to use it. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.